Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. She underwent removal of essure approximately 8 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not provided. The exact interval between essure insertion and event onset was not specified. Despite the limited information, given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2008 for permanent birth control. On or about (B)(6) 2008, she underwent the essure procedure. On unspecified date, she began experiencing abdominal pain, migraines, fatigue, weight gain, vaginal discharge, loss of sex drive, severe back pain, and pain during intercourse. Plaintiff sought treatment for these symptoms. However, at the time, neither she nor her doctor attributed her symptoms to her device. On or about (B)(6) 2016, she underwent a removal of her essure device. In addition, it was informed that she suffered physical pain and emotional anguish as a result of the coils. Company causality comment:this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. She underwent removal of essure approximately 8 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not provided. The exact interval between essure insertion and event onset was not specified. Despite the limited information, given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 22-year-old female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test.". The patient's past medical history included migraine, headache, cramp in lower abdomen and cesarean section. Previously administered products included for an unreported indication: fioricet and chromagen. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2009, 2 months 21 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge / vaginal discharge"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, weight increased, vaginal discharge, loss of libido, back pain, dyspareunia, dysmenorrhoea, abdominal pain lower and uterine pain outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia, headache and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, dysmenorrhea (cramping), pain, lower abdominal pain, uterus pain, no confirmation test.", reporter, lot number, historical condition and drug added from pfs. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 22-year-old female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test.". The patient's past medical history included migraine, headache, cramp in lower abdomen and cesarean section. Previously administered products included for an unreported indication: fioricet and chromagen. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2009, 2 months 21 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge / vaginal discharge"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, weight increased, vaginal discharge, loss of libido, back pain, dyspareunia, dysmenorrhoea, abdominal pain lower and uterine pain outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia, headache and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).